Event description:
It was reported that the patient presented to emergency room in a state of instability due to an unrelated illness. It was discovered that the right ventricular lead displayed loss of capture. Physician did not believe the lead to have any physical issue. No intervention was performed and no adverse consequences were reported due to the loss of capture.